Event description:
A nurse called in 2002 alleging that one touch basic meter was reading inaccurately low. Patient reportedly did take strips out of one bottle and put them into antoher bottle. Also the strips' expiration date was 8 months ago. Patient stated the meter worked fine until the day of the incident. Pt had obtained very low readings of 23 and 10 mg/dl. Patient had symptoms of dizziness. When patient tried testing blood sugar again, the meter had no power. Patient did not attempt to replace the battery. Patient's home nurse took patient to the ER and they tested patient's blood sugar. Patient's reading was 375 mg/dl. Because of the high blood sugar and some heart problems (patient's dr told patient it was related to patient's high blood sugar), they admitted patient to the hospital for 3 days. Patient was released two days after the event. Patient has not received a replacement yet. Patient will call back for a field exchange if necessary. No further information has been reported.